Manufacturer narrative:
(B)(4). If additional info/clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complaint reported a balloon burst. The length of time the device was in use is unk.